Event description:
It was reported that this inflatable penile prosthesis (ipp) experienced inflation and deflation issues. A surgical procedure was performed and it was found that the tubing to the pump was broken, causing a fluid leak in the device. All components were removed and replaced with a new ipp. There were no patient complications reported.